Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports finishing the treatment, but bottom teeth are not appearing as they should and aligners don't go all the way down on half of the mouth. Additionally, the open bite makes chewing more difficult.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.